Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer followed technical support's instructions to remove the cartridge, inspect and clean components, and successfully completed the cartridge loading process to resume insulin delivery.